Event description:
Information received indicates a loss of electrical ground.

Manufacturer narrative:
The technician found the ground pin was loose on the power cord plug and replaced the plug to repair the bed.